Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message was confirmed during the archive review but not confirmed during functional testing. The reported complaint was not reproduced during functional testing and the platform performed as intended. A review of the archive file showed that the device stopped compressions multiple times due to ua17 (max motor on time exceeded during active operation) recorded on (B)(6). The motor was on for too long during active operation. The autopulse did not reach the target depth within the specified time. The max load sum, the take-up target, and the encoder take-up end values indicate that the patient's chest circumference was a regular-sized patient. However, on the same date, the platform had been deployed with multiple sessions and performed 976 compressions without any error or fault. The autopulse platform passed the functional testing without error or fault. The brake gap was checked and verified to be within the specification of 0.008" ±0.001". The platform was tested using the lztf (large zoll test fixture) with multiple batteries until fully discharged without any faults or errors. The autopulse platform functioned appropriately and performed as intended. The reported complaint was not reproduced. The probable root cause of the ua17 observed by the customer could not be conclusively determined. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message during a call. The 61 year old, 91 kg male patient presented in asystole, pulseless and apneic with CPR in progress. The autopulse platform was applied and malfunctioned serveral times, displaying ua17 and it would not operate properly. The device had to be restarted several times to operate. Pulse was never regained and the patient was pronounced on scene. No additional information was provided.